Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation'), device dislocation ('malposition of essure device location of device: left coil misplaced/failure to occlude (close) fallopian tube(s)') and genital haemorrhage ('general abnormal bleeding/abnormal bleeding (general)/severe bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2. Failure to occlude (close) fallopian tubes, malposition of essure device, left fallopian tube incomplete occlusion. Concurrent conditions included back pain and arthritis. Concomitant products included gabapentin since 2010, medroxyprogesterone acetate (depo provera) and naproxen sodium (aleve) from 2015 to 2016. On (B)(6) 2012, the patient had essure inserted. In may 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, dysmenorrhoea, menorrhagia and vaginal haemorrhage outcome was unknown and the genital haemorrhage had resolved. The reporter considered device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, perforation: fallopian tubes. Removal date: previously reported date (B)(6) 2014. Discrepancy noted in insertion date- (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tube occluded). Malposition of essure device. Total occlusion failure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-may-2020: pfs received. New event abnormal bleeding (vaginal) added. New reporters, concomitant conditions and drugs were added. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (salpingectomy unilateral ((B)(6) 2014)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, fallopian tube perforation, genital haemorrhage and menorrhagia to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, perforation: fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: event injury was update as perforation: fallopian tubes. New events dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding were added. Non drug treatment was added. Patient demographic details were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation'), device dislocation ('malposition of essure device location of device: left coil misplaced/failure to occlude (close) fallopian tube(s)') and genital haemorrhage ('general abnormal bleeding/abnormal bleeding (general)/severe bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2. Failure to occlude (close) fallopian tubes, malposition of essure device, left fallopian tube incomplete occlusion. Concurrent conditions included back pain and arthritis. Concomitant products included gabapentin since 2010, medroxyprogesterone acetate (depo provera) and naproxen sodium (aleve) from 2015 to 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, dysmenorrhoea, menorrhagia and vaginal haemorrhage outcome was unknown and the genital haemorrhage had resolved. The reporter considered device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, perforation: fallopian tubes. Removal date: previously reported date (B)(6) 2014 discrepancy noted in insertion date- (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tube occluded). Malposition of essure device. Total occlusion failure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation'), device dislocation ('malposition of essure device location of device: left coil misplaced/failure to occlude (close) fallopian tube(s)') and genital haemorrhage ('general abnormal bleeding/abnormal bleeding (general)/severe bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2. Failure to occlude (close) fallopian tubes, malposition of essure device, left fallopian tube incomplete occlusion. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and salpingectomy unilateral ((B)(6) 2014)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, dysmenorrhoea and menorrhagia outcome was unknown and the genital haemorrhage had resolved. The reporter considered device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage and menorrhagia to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, perforation: fallopian tubes. Removal date: previously reported date (B)(6) 2014 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event 'malposition of essure device location of device: left coil misplaced/failure to occlude (close) fallopian tube(s))' was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.